Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The patient uses insulet omnipod5 in hybrid closed loop. On (B)(6) 2025, the cgm was reading low, and the blood glucose was not checked. The patient was self-treated with carbohydrates and went to the hospital despite being asymptomatic. The hospital nurse tested his sugar via finger stick and the result was at 700 mg/dl. The cgm was not documented. They immediately gave him IV fluids and he also used his omnipod pump to administer insulin. The patient was discharged after several hours with a bg of 300 mg/dl. The sensor was changed and the cgm was 70 mg/dl sometime later. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.